Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the front-panel led did not light due to a loose cable. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿[important information ¿ please read before use] do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No additional issues were identified during the device evaluation. The cable was reconnected, and the issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of an olympus workshop asset device, the front panel light on the video system center would not turn on. It was found that the cable was loose. There was no patient involvement.